Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that prior to a procedure, small particles were noticed on the inside device packaging of an unopened e-sep pencil. There was no patient involvement, no delay, no medical intervention and no adverse consequences.

Event description:
It was reported that prior to a procedure, small particles were noticed on the inside device packaging of an unopened e-sep pencil. There was no patient involvement, no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.